Manufacturer narrative:
Additional information was received that there was no malfunction of the unit. This was a customer request for parts. There was no reportable malfunction. H3 other text : additional information was received that there was no malfunction of the unit. This was a customer request for parts. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare technical support provided the part number. The customer advised that they will replace the part themselves. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported the need for a suction hose which causes a loss of suction. There was no report of patient involvement.